Manufacturer narrative:
If implanted; explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, the pcb00 tecnis monofocal iol (intraocular lens) got stuck in the cartridge. It was noted that both the lens and the cartridge tip made contact with the patient's eye. There was no patient injury. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the preloaded insertion system (pcb00) has not been received for evaluation. Therefore, product testing could not be performed and the reported issue could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints revealed that no other complaints for this production order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 05/01/2019. Device returned to manufacturer: yes. Device evaluation: the preloaded insertion system (pcb00) was received on 05/01/2019. A visual inspection and evaluation using magnification was performed to the returned sample. The lens was observed stuck in cartridge and the plunger, pushrod was observed in the advanced position and had overridden the lens. Residue of viscoelastic material was observed on the cartridge. No assembly error and/or defect was observed in the device related to manufacturing process. The condition in which the sample was returned is consistent with a product that was handled and prepared for a surgical process. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. The complaint issue reported stuck in cartridge was verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.